Event description:
The manufacturer received information alleging particles in reservoir and airway, milky substance inside of her reservoir, dry mouth, nose and throat, cough, dizziness, nausea, headaches, difficulty breathing, shortness of breath, eye irritation, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging received with a patient complaint of dry mouth, nose and throat irritation, cough, dizziness, nausea, headache, difficulty breathing, shortness of breath, and eye irritation. The patient also states that the device is noisy, and there are particles in the airway. The patient reports the presence of a milky substance in the water reservoir, and that the reservoir is depleted of water too fast. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer and observed the following and the operational testing showed that the unit powered up and provided air flow. No unusual noise or order was observed during operational testing and was unable to investigate the issues with the humidifier, as it was not returned with the base unit the blower box, blower motor and the iso port work visibly free of contamination. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.